Event description:
The customer reported that the live image intermittently went blank. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was replaced and a filament calibration was performed. The system was then found to be operating as intended.